Event description:
Symptoms/ae: arterial occlusion/thrombus. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the perclose at device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure in 2008. The following month, the pt was evaluated and found that the common femoral artery was occluded with possible thrombus. The pt was taken to surgery, however, the patient's condition was not disclosed. Additional info has been requested to the site but it has not been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.